Event description:
During insertion of the hemodialysis catheter, the physician noted a leak in the catheter tubing. The catheter was removed and replaced with another catheter. The catheter was returned to biomedical for analysis and return to the manufacturer.